Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the right superficial femoral artery (sfa). A mustang balloon catheter was advanced for dilatation. However, after the balloon was inflated, the balloon would not deflate. The balloon was pulled out of the sheath while still partially inflated and the procedure was completed with this device. No patient complications were reported and the patient's status was fine.